Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. Concomitant products: d154awg defibrillator (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported the right ventricular lead showed low r waves. The pacing sensing portion of the lead was capped and the high voltage coil remains in use. A new pacing sensing lead was implanted. No patient complications have been reported as a result of this event.